Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture and vessel dissection occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified circumflex artery. A 2.25 x 12 mm emerge balloon catheter was advanced for dilation. However, during the second inflation, the balloon ruptured. The device was removed from the patient's body and after a dye injection, a non-flow limiting dissection was noted. Two synergy stents were placed at the location of the initial inflation and at the site of dissection. Following angiogram, showed straight flow. The procedure was completed with a different device. No patient complications were reported and the patient's status was well.